Manufacturer narrative:
Device UDI number unavailable. No testing or servicing was performed on the system. No parts have been returned to medtronic for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation system wasn¿t booting properly. The site tried to load a patient exam disc. First the system gave some kind of unknown error message, and then the system became unresponsive. They hard rebooted the system and when booting again, it got into the ear, nose <(>&<)> throat (ent) application before becoming unresponsive. After the next reboot, the system went to a black screen. After the last reboot the system became unresponsive on the application selection screen. It was unknown if a cd was in the drive while the system was booting up. There was no patient present when this issue occurred. An update was later provided, and it was stated that the system was working fine. The site tried a different plug in the room. It was noted that four cases have been completed since with no issues.